Manufacturer narrative:
(B)(6). Device manufacture date: march 13, 2015 ¿ march 16, 2015. The actual device was not available; however, a photograph of the sample was provided for evaluation. A functional flow rate test must be performed on the device in order to verify the flow rate accuracy of the device. Without the device, the reported problem could not be confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The reporter stated that the pump reduced in size for the first 3 days then remained static. The device was filled with 1950mg of fluorouracil hs and 1 mg of sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.